Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels since receiving a new meter. Blood glucose level at the time of the incident was over 600 mg/dl, which was treated for. The customer reported that she later received a reading of 75 mg/dl. During the call, the customer's blood glucose level was 556 mg/dl. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.